Event description:
Hcp reproted the pt presented with signs of infection including redness, swelling and erosion along the lead track. A culture was obtained withch produced staph groeth. The pt was treated with oral antibiotics and explantation of the lead. The infection has resolved. The hcp reports extremely thin body structure as a risk factor for this pt. The lead was removed, but not returned to to the manufacturer for analysis.